Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the shockpulse device does not work. The issue occurred during maintenance. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. A root cause could not be identified. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.